Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp)that accelerated the rhythm to the higher zone, necessitating shock therapy. The shock therapy converted the ventricular tachycardia (vt) 14 of 21 times. Some patient symptoms were reported.